Event description:
It was reported that the downstream occlusion (dso) seal was bubbled. There was no patient involvement. Analysis of device found dso seal damaged. Cassette not attached error was present.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during visual inspection when the downstream occlusion sensor was observed to be bubbled. Upon further inspection, a cassette not attached error was identified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso seal and latch lock flex cable was replaced.